Event description:
It was reported that there was a device shoulder present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Nine (9) days post procedure the patient had follow up imaging performed. The imaging showed that there was a device shoulder. The physician made the decision to surgically remove the closure device from the patient. During surgery the laa of the patient was ligated. There were no patient complications or consequences that were reported to have occurred.